Event description:
The pt reportedly experienced sound qual issues. Device testing revealed that the device was functioning within normal limits. External equipment was exchanged, however, the issue was not resolved. The pt began to experience headaches and pain. The pt discontinued use of the device. The pt's device was explanted. The pt was reimplanted with another advanced bionics cochlear device. The pt is reportedly doing well with the new device.